Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vticm5_13.2, -4.00/6.0/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, no surgical intervention is necessary. "Patient is happy with the result and does not want any further surgical intervention." Problem resolved. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -4.00/6.0/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.